Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high defibrillation impedance. Programming changes were performed to resolve the issue. There were no patient consequences.